Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. Patient came in for health care unrelated to implanted devices on (B)(6) 2016 and computed tomography (CT) showed a potential type 3a or type 2 endoleak. The CT also showed aneurysm sac growth. A recommendation of an angiogram was given in order to identify more specifically the leak. There have been no additional reports of a planned secondary procedure or intervention at this time. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm the type 2 endoleak, the type 3a endoleak and the sac growth could not be confirmed. It was reported the patient has not had a secondary intervention. The clinical evaluation additionally found the patent lumbar arteries as potential contributing factors to this reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.